Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain more detailed information regarding the reported event. The user facility further reported that during the middle of during the middle of an ovariectomy procedure, the teflon pad at the distal tip started to peel off of the instrument and metal was exposed under the teflon pad. There was no unexpected bleeding to the patient. The intended procedure was completed with a new second like device. There was no error code or message displayed on the generator, the handpiece just stopped working properly. The device, the generator, cables and connections to the generator were not inspected before use. Additional treatment as a result of the event was needed. No other equipment was replaced during the procedure. There was no additional treatment required to the patient as a result of the event. The device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there is large amount of tissue build up at the distal end of the device. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was fully closed due to the metal to metal contact and the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to olympus generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The wiper movement has some minor restriction due to tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation and similar cases, the most probable cause of the reported event is attributed to the operator's technique. As a preventive measure, the following details are found in the instruction manual: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
Olympus was informed that the device failed during the procedure. There was no patient injury reported. No other information was reported.